Event description:
A 6f angio-seal vip was selected and used to achieve hemostasis, following a coronary intervention, during which a 6f sheath was used. A post-procedure angiogram was performed, revealing that the angio-seal device was deployed into the right common femoral artery. It also showed mild peripheral vascular disease and a puncture site at the bifurcation. The pt presented five days post-deployment with a 100% occluded right femoral artery. A percutaneous transluminal angioplasty and stent procedure were successfully performed.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) warns, do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. For use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.